Manufacturer narrative:
The t:slim x2 cartridge user guide cautions that insulin should be at room temperature before use. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 105 units and remained static. Reportedly, the cartridge was filled with approximately 300 units of cold insulin. Although requested, the contact declined to load a new cartridge or perform troubleshooting with tandem technical support. There was no reported impact to the customer's blood glucose level.